Manufacturer narrative:
(B)(4).

Event description:
It was reported by the nurse practitioner that the patient is in the hospital complaining that her device fires during seizures and is causing pain, tingling, and numbing in the arm and feels it go off a lot. The patient also reports an acute illness within unknown origin. The patient requested that their device be disabled even though the physician feels that the vns is working for them. Additional information was received that the patient had a virtual visit with the physician following the events reported and the patient reported again feeling vns stimulating continuously. It was noted that at the same time she was in and out and does not recall much of this event. The patient then had some residual neck pain and was kept overnight at the hospital. The physician had no assessment on the reported events. No additional relevant information has been received to date.